Event description:
It was reported by the customer that a pyxis medstation es system was showing not communicating even after deployed a fix in case 04286363 and have caused a delay in patient procedure. Customer stated that the required medications were removed from a different station as they were unable to override. No other information was released regarding these events. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was not communicating and in a critical override state due to a faulty network port on the wall. A field service technician moved the ethernet cable to another network port on the wall to resolve the issue. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-feb-2022 to 07-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station was not communicating and in a critical override state due to a faulty network port on the wall. A field service technician moved the ethernet cable to another network port on the wall to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was showing not communicating even after deployed a fix in case (B)(6) and have caused a delay in patient procedure. Customer stated that the required medications were removed from a different station as they were unable to override. No other information was released regarding these events. There were no adverse events or injuries reported based on this event.